Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent elbow procedure on (B)(6) 2010. As the surgeon went to tighten the toggleloc, it became stuck, and would not advance. Surgeon removed the toggleloc and used fiber wire to complete the procedure, but only after a delay of more than half an hour had occurred.